Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom portion of the instrument sheared off during polyethylene insertion, preventing engagement with the tibial base. Attempts to obtain additional information have been made; however, no more is available.